Event description:
Reporter stated that pt's blood glucose measured 179 mg/dl, on the suspect device; however, pt was exhibiting symptoms of hypoglycemia. Reporter stated that, due to the reading obtained on the suspect device, no action was taken. Reporter indicated that, a few minutes later, pt's behavior became abnormal, prompting reporter to contact emergency medical services. Reporter stated that, upon paramedics' arrival (10 minutes later), pt's blood glucose measured 52 mg/dl (on emt's monitor). Pt was reportedly started on a glucose i.v., and was transported to the hospital for additional treatment. Reporter indicated that pt's blood glucose, once hospitalized. Measured 22 mg/dl (on hospital's blood glucose monitor). Pt remained hospitalized for approx 2 hours while staff stabilized her blood glucose. Pt's current condition: in no apparent distress. At the time of the event, pt was testing with expired strips. Additionally, pt's blood glucose monitor was not correctly coded. Technical support requested the return of the suspect product and replacement product was shipped.